Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a non-tortuous, non-calcified lesion in the proximal right coronary artery (rca). The device was not inspected. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that a balloon burst/leak occurred during stent deployment. The stent catheter was put in position and when an attempt was made to inflate the device no pressure showed on the inflation device. The inflation device was continued to be rotated but there was no pressure going into the balloon, and the stent was not expanding. Contrast was seen jetting back into the aorta and it was believed that the balloon had ruptured. The issue occurred on the first inflation. A total of 30cc of contrast was injected to expand the stent enough to be able to remove the stent delivery system and go back in with an nc balloon. The patient experienced st's however remains stable. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. The balloon returned in a post inflated state and kinks were visible on the hyp otube. Blood visible inside the balloon and inflation lumen, indicating a leak. The device failed negative prep. On pressurisation of device a pin hole leak observed, on most proximal end of the working length and balloon failed to maintain pressure. Burst not confirmed but leak confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent was successfully implanted with the nc balloon. The patient did not require any treatment for the sts experienced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.